Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, it was found that the cord that covers the wiring inside of the real intelligence robotic drill was pulled away from the metal handpiece. The procedure was finished with navio without significant delays. The patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The drill side strain relief is torn at collet exposing underlying wires. The most likely cause of this event is improper handling of the drill. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Care and caution should be exercised during the surgical site setup and tear down to protect the device cable from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during set up for a cori assisted tka surgery, it was found that the cord that covers the wiring inside of the real intelligence robotic drill was pulled away from the metal handpiece. The procedure was finished with navio without significant delays. The patient was not harmed. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.